Manufacturer narrative:
This case was reported via regulatory authority (B)(4) (reference number: (B)(4)) on 24-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("unbearable pelvic pain") in a female patient who had essure (ess205) (batch no. 628321) inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure (ess205) inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("haemorrhagic menstrual periods/ severe haemorrhagic menstrual periods with intense pain"), dysmenorrhoea ("haemorrhagic menstrual periods/ severe haemorrhagic menstrual periods with intense pain"), flank pain ("back pain behind kidneys"), fatigue ("constant fatigue from the time I get up"), urinary incontinence ("urinary incontinency"), dyspareunia ("pain during sexual intercourse"), thyroid mass ("onset of thyroid nodule"), myalgia ("intense muscle pain"), dyspepsia ("heartburn"), nausea ("frequent nausea"), muscle spasms ("leg cramps") and abdominal pain upper ("stomach cramps"). The patient was treated with surgery (laparoscopic salpingectomy scheduled for (B)(6) 2017). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, flank pain, fatigue, urinary incontinence, dyspareunia, thyroid mass, myalgia, dyspepsia, nausea, muscle spasms and abdominal pain upper had not resolved. The reporter provided no causality assessment for abdominal pain upper, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, flank pain, menorrhagia, muscle spasms, myalgia, nausea, pelvic pain, thyroid mass and urinary incontinence with essure (ess205). The reporter commented: she was prevented from having sex due to pain during sexual intercourse. The doctors have not been able to relieve her problems because no cause was found. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: not provided (test for nickel and titanium). (B)(6) 2017: additional plain film of abdomen - result not provided. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-may-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot#: 628321 - production date: oct-2008 - expiration date: oct-2011. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 2-may-2017: quality safety evaluation of ptc. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced unbearable pelvic pain. A laparoscopic salpingectomy was scheduled. Pelvic pain may occur with essure therapy. In this case, consumer experienced this event about 2 years after essure insertion. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention will be performed. Additionally, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information will be available, because health authority does not allow active follow-up.

Event description:
This case was reported via regulatory authority (B)(6) on 24-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("unbearable pelvic pain") in a female patient who received essure (ess205) (batch no. 628321). The occurrence of additional non-serious events is detailed below. In 2007, the patient started essure (ess205). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), menorrhagia ("haemorrhagic menstrual periods/ severe haemorrhagic menstrual periods with intense pain"), dysmenorrhoea ("haemorrhagic menstrual periods/ severe haemorrhagic menstrual periods with intense pain"), flank pain ("back pain behind kidneys"), fatigue ("constant fatigue from the time I get up"), urinary incontinence ("urinary incontinency"), dyspareunia ("pain during sexual intercourse"), thyroid mass ("onset of thyroid nodule"), myalgia ("intense muscle pain"), dyspepsia ("heartburn"), nausea ("frequent nausea"), muscle spasms ("leg cramps") and abdominal pain upper ("stomach cramps"). The patient was treated with surgery (laparoscopic salpingectomy scheduled for (B)(6) 2017). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, flank pain, fatigue, urinary incontinence, dyspareunia, thyroid mass, myalgia, dyspepsia, nausea, muscle spasms and abdominal pain upper had not resolved. The reporter provided no causality assessment for pelvic pain, menorrhagia, dysmenorrhoea, flank pain, fatigue, urinary incontinence, dyspareunia, thyroid mass, myalgia, dyspepsia, nausea, muscle spasms and abdominal pain upper with essure (ess205). The reporter commented: she was prevented from having sex due to pain during sexual intercourse. The doctors have not been able to relieve her problems because no cause was found. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: allergy test result was not provided (test for nickel and titanium). Feb-2017: additional plain film of abdomen - result not provided. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced unbearable pelvic pain. A laparoscopic salpingectomy was scheduled. Pelvic pain may occur with essure therapy. In this case, consumer experienced this event about 2 years after essure insertion. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention will be performed. Additionally, non-serious events were reported. A product technical analysis is being sought. No further information will be available, because health authority does not allow active follow-up.